Manufacturer narrative:
This is the 2nd of 2 reports. Subject device is not available.

Event description:
It was reported that during procedure, the balloon would not deflate and was difficult to be seen under fluoroscopy. There was no clinical consequences to the patient.